Event description:
Healthcare professional reported a patient was injected with juvederm vista voluma xc in the lips. Approximately four months later, patient experience a late-onset infection. Treatment was noted as dissolution with hyaluronidase roughly 4 months after injection.

Manufacturer narrative:
Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.